Event description:
The patient's device was reportedly explanted due to infection. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.